Event description:
It was reported that an alert was triggered due to low impedance on the right ventricular (rv) lead. The chronic impedance trend shows dips. There have also been some non-physiologic intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. (B)(4).